Event description:
Left breast hurt. Nipple hurt. Breast was very itchy. Constant pain. I felt sick all of the time. My body hurt all of the time. Had mammogram which showed nothing. Had ultrasound which indicated a rupture and then a magnetic resonance imaging (MRI) with and without contrast. Magnetic resonance imaging (MRI) showed rupture. Found surgeon to schedule removal of ruptured implant. Left implant had fully ruptured (ripped in half)(doctor took pictures).